Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-02436. It was reported the patient is not feeling an stimulation from her scs system. The patient stated that approximately three months ago, her stimulation changed. On (B)(6) 2014, the patient reported she stopped feeling the stimulation. A sjm representative met with the patient and attempted to reprogram the patient's system, but was not successful. Invalid impedances were observed during the reprogramming attempts. In addition, the patient stated she experienced a fall approximately a year ago, however, there was no change in scs system performance. The physician has order x-rays to further evaluate the issue.